Manufacturer narrative:
Pump was received with broken off end cap, minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer's spouse called to report damage to the insulin pump. Customer's spouse stated that the back of the pump that seats the reservoir is coming off. Customer's blood glucose reading was 400 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.